Event description:
We had a patient come in today for a rapid pcr for travel, no symptoms at all. He tested (B)(6) with the accula. Our provider wanted to run a second test to confirm since he was here strictly for travel without any symptoms. The provider ran a second test with the same solution used for the first immediately after and the test was (B)(6). No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.